Event description:
Boston scientific received information that during a device change out procedure, this right ventricular (rv) lead displayed increased, high impedances and no sensing when it was connected to the new device. The lead was surgically abandoned and a new lead was placed. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.